Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), perforation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), device dislocation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes") and abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("stopped menstruating"). The patient was treated with surgery (underwent a hysterectomy), surgery (underwent a hysterectomy), surgery (underwent a hysterectomy) and surgery (underwent exploratory surgery). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, perforation, device dislocation abdominal pain and amenorrhoea outcome was unknown. The reporter considered abdominal pain, amenorrhoea, device dislocation, embedded device and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), embedded device ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), abdominal pain ("severe abdominal pain / severe abdominal pain/left side of abdomen (stabbing sensation) pain") and genital haemorrhage ("bleeding, essure devices may have caused bleeding") in a 41-year-old female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "with adequate occlusion demonstrate by the coils, the procedure thee continued with placement of the nova sure device" on 23-apr-2013, treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included migraine in 2000, back pain in 2003, surgery, nulli gravida, nulliparous, overweight, anxiety, cyst of ovary, depression nos, fibromyalgia, gerd, hypothyroidism, irritable bowel syndrome, lumbar disc disease, back surgery in 2003 and disability. Previously administered products included for an unreported indication: clonazepam from 2005 to 10-aug-2018, amitriptyline from 2005 to 10-aug-2018, paroxetine from 2005 to 10-aug-2018, sumatriptan from 2005 to 10-aug-2018, topiramate from 2005 to 10-aug-2018, abilify from 2005 to 10-aug-2018 and imitrex. Concurrent conditions included allergic reaction to antibiotics, drug allergy (morphine (IV or shot), stadol (butorphanol), versed, migranal(dihydroeroergotamine), talwin (pentazocine), adhesive tape or band aids, cyclobenzaprine, phenergan, oxycodone), non-tobacco user, fibroadenoma of breast, endometriosis and dysmenorrhea. Family history included diabetes mellitus (mother), blood pressure high (mother, father), skin cancer (father, sister), breast cancer (mat. Grandmother), heart disease, unspecified (mat. Grandmother) and gastric cancer (pat. Grandmother) on (B)(6) 2012. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("stopped menstruating"), migraine ("migraines") and back pain ("back pain"). The patient was treated with sumatriptan (imitrex), surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and genital haemorrhage had resolved. At the time of the report, the uterine perforation, embedded device, amenorrhoea, migraine and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, embedded device, genital haemorrhage, migraine and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in the event start date (2012) of abdominal pain which is before essure insertion date. Patient had back pain approximately in 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Mammogram - on 16-apr-2014: l breast nodule on 18-apr-2013, ultrasound performed demonstrates very thick uterine alignment measuring 1.94cm. She has bilateral ovarian cyst complex in nature. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, abdominal pain. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), embedded device ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), abdominal pain ("severe abdominal pain / severe abdominal pain/left side of abdomen (stabbing sensation) pain") and genital haemorrhage ("bleeding, essure devices may have caused bleeding") in a 41-year-old female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "with adequate occlusion demonstrate by the coils, the procedure thee continued with placement of the nova sure device" on (B)(6) 2013, treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included migraine in 2000, back pain in 2003, surgery, nulli gravida, nulliparous, overweight, anxiety, cyst of ovary, depression nos, fibromyalgia, gerd, hypothyroidism, irritable bowel syndrome, lumbar disc disease, back surgery in 2003 and disability. Previously administered products included for an unreported indication: clonazepam from 2005 to (B)(6) 2018, amitriptyline from 2005 to (B)(6) 2018, paroxetine from 2005 to (B)(6) 2018, sumatriptan from 2005 to (B)(6) 2018, topiramate from 2005 to (B)(6) 2018, abilify from 2005 to (B)(6) 2018 and imitrex. Concurrent conditions included allergic reaction to antibiotics, drug allergy (morphine (IV or shot), stadol (butorphanol), versed, migranal(dihydroeroergotamine), talwin (pentazocine), adhesive tape or band aids, cyclobenzaprine, phenergan, oxycodone), non-tobacco user, fibroadenoma of breast, endometriosis and dysmenorrhea. Family history included diabetes mellitus (mother), blood pressure high (mother, father), skin cancer (father, sister), breast cancer (mat. Grandmother), heart disease, unspecified (mat. Grandmother) and gastric cancer (pat. Grandmother) on (B)(6) 2012. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("stopped menstruating"), migraine ("migraines") and back pain ("back pain"). The patient was treated with sumatriptan (imitrex), surgery (underwent a hysterectomy and bilateral salpingectomy) and surgery (underwent exploratory surgery). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and genital haemorrhage had resolved. At the time of the report, the uterine perforation, embedded device, amenorrhoea, migraine and back pain outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, embedded device, genital haemorrhage, migraine and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in the event start date (2012) of abdominal pain which is before essure insertion date. Patient had back pain approximately in 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Mammogram - on (B)(6) 2014: l breast nodule. On (B)(6) 2013, ultrasound performed demonstrates very thick uterine alignment measuring 1.94cm. She has bilateral ovarian cyst complex in nature. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), embedded device ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), abdominal pain ("severe abdominal pain / severe abdominal pain/left side of abdomen (stabbing sensation) pain") and genital haemorrhage ("bleeding, essure devices may have caused bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "with adequate occlusion demonstrate by the coils, the procedure thee continued with placement of the nova sure device" on (B)(6) 2013 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included migraine in 2000, back pain in 2003, surgery, nulli gravida, nulliparous, overweight, anxiety, cyst of ovary, depression nos, fibromyalgia, gerd, hypothyroidism, irritable bowel syndrome, lumbar disc disease and back surgery in 2003. Previously administered products included for an unreported indication: clonazepam from 2005 to (B)(6) 2018, amitriptyline from 2005 to (B)(6) 2018, paroxetine from 2005 to (B)(6) 2018, sumatriptan from 2005 to (B)(6) 2018, topiramate from 2005 to (B)(6) 2018, abilify from 2005 to (B)(6) 2018 and imitrex. Concurrent conditions included allergic reaction to antibiotics, drug allergy (morphine (IV or shot), stadol (butorphanol), versed, migranal(dihydroeroergotamine), talwin (pentazocine), adhesive tape or band aids, cyclobenzaprine, phenergan, oxycodone), non-tobacco user, breast adenoma, endometriosis and dysmenorrhea. Family history included diabetes mellitus (mother), blood pressure high (mother, father), skin cancer (father, sister), breast cancer (mat. Grandmother), heart disease, unspecified (mat. Grandmother) and gastric cancer (pat. Grandmother) on (B)(6) 2012. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("stopped menstruating"), migraine ("migraines"), back pain ("back pain") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with sumatriptan (imitrex), surgery (underwent a hysterectomy and bilateral salpingectomy and underwent exploratory surgery). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and genital haemorrhage had resolved. At the time of the report, the uterine perforation, embedded device, amenorrhoea, migraine, back pain and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, embedded device, genital haemorrhage, migraine, treatment noncompliance and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in the event start date (2012) of abdominal pain which is before essure insertion date. Patient had back pain approximately in 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Mammogram - on (B)(6) 2014: l breast nodule on (B)(6) 2013, ultrasound performed demonstrates very thick uterine alignment measuring 1.94cm. She has bilateral ovarian cyst complex in nature. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, abdominal pain. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and mr received: new reporter, historical and concomitant conditions, new events "migraines, back pain, treatment noncompliance and medical device monitoring error added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes'), embedded device ('essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes'), abdominal pain ('severe abdominal pain / severe abdominal pain/left side of abdomen (stabbing sensation) pain') and genital haemorrhage ('bleeding, essure devices may have caused bleeding') in a 41-year-old female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "with adequate occlusion demonstrate by the coils, the procedure thee continued with placement of the nova sure device" on (B)(6) 2013, treatment noncompliance "did not use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included back pain in 2003, back surgery in 2003, migraine in 2000, surgery, nulli gravida, nulliparous, overweight, anxiety, cyst of ovary, depression nos, fibromyalgia, gerd, hypothyroidism, irritable bowel syndrome, lumbar disc disease and disability. * on (B)(6) 2013, ultrasound performed demonstrates very thick uterine alignment measuring 1.94cm. She has bilateral ovarian cyst complex in nature. Previously administered products included for an unreported indication: clonazepam from 2005 to (B)(6) 2020, amitriptyline from 2005 to (B)(6) 2020, paroxetine from 2005 to (B)(6) 2020, sumatriptan from 2005 to (B)(6) 2020, topiramate from 2005 to (B)(6) 2020, abilify from 2005 to (B)(6) 2020 and imitrex. Concurrent conditions included allergic reaction to antibiotics, drug allergy (morphine (IV or shot), stadol (butorphanol), versed, migranal(dihydroeroergotamine), talwin (pentazocine), adhesive tape or band aids, cyclobenzaprine, phenergan, oxycodone), non-tobacco user, fibroadenoma of breast, endometriosis and dysmenorrhea. Family history included diabetes mellitus (mother), blood pressure high (mother, father), skin cancer (father, sister), breast cancer (mat. Grandmother), heart disease, unspecified (mat. Grandmother) and gastric cancer (pat. Grandmother). Concomitant products included amitriptyline, anesthetics, clonazepam, levothyroxine, omeprazole, paroxetine and sumatriptan. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("stopped menstruating"), migraine ("migraines"), back pain ("back pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with sumatriptan (imitrex) and surgery (underwent a hysterectomy and bilateral salpingectomy and underwent exploratory surgery). Essure was removed on (B)(6) 2017. In 2016, the abdominal pain and genital haemorrhage had resolved. At the time of the report, the uterine perforation, embedded device, amenorrhoea, migraine, back pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amenorrhoea, back pain, embedded device, genital haemorrhage, menstrual disorder, migraine and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in the event start date (2012) of abdominal pain which is before essure insertion date. Patient had back pain approximately in 2003. Discrepancy noted in essure removal date - (B)(6) 2017 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Mammogram - on (B)(6) 2014: results: l breast nodule. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : events- "cramping, unusual periods" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), perforation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), device dislocation ("essure device had migrated, perforated, and became embedded in areas outside of plaintiff's fallopian tubes"), abdominal pain ("severe abdominal pain / severe abdominal pain/left side of abdomen (stabbing sensation) pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2000, back pain in 2003, surgery, gravida, parity and overweight. Previously administered products included for an unreported indication: clonazepam from 2005 to (B)(6) 2018, amitriptyline from 2005 to (B)(6) 2018, paroxetine from 2005 to (B)(6) 2018, sumatriptan from 2005 to (B)(6) 2018, topiramate from 2005 to (B)(6) 2018, abilify from 2005 to (B)(6) 2018 and imitrex. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amenorrhoea ("stopped menstruating") and investigation noncompliance ("did not undergo essure confirmation test"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy) and surgery (underwent exploratory surgery). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain had resolved. At the time of the report, the embedded device, perforation, device dislocation, amenorrhoea and investigation noncompliance outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, amenorrhoea, device dislocation, embedded device, genital haemorrhage, investigation noncompliance and perforation to be related to essure. The reporter commented: discrepancy was noted in the event start date (2012) of abdominal pain which is before the essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on 8-jan-2018: pfs received - new events "bleeding, severe pelvic pain, did not undergo essure confirmation test" were added. Product implant date was added. Historical and concomitant condition and historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.